Event description:
It was reported the patient is very thin and as a result has persistent pain at the ipg site. Subsequently, the patient had a fall and soon after experienced overstimulation at the ipg site which caused temporary leg weakness. At the patient's request, surgical intervention may be undertaken at a future date to remove the entire scs system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.